Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been having a blank display. She stated that last night and the morning of the call she woke up to a buzzing noise and then the display was blank. Her blood glucose is 110 mg/dl. During blank display troubleshooting, the blank display remained. She was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no blank display and audio/beep anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.